Event description:
Caller reported cgm error 42. There was no reported impact to the customer¿s blood glucose level. Caller stated they did not have their pump charger and planned to reset the pump when they were ready, with a follow-up planned once they were ready to continue.